Event description:
On the 10th of june, an npb employee received a report alleging an npb 190 pulse oximeter failed to alarm while on a patient. The caller stated that unit was on a patient and taking reading, and then the unit displayed zero's and did not alarm. Initial info received verified no patient harm or therapy changes.